Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection and the entire system was explanted on (B)(6) 2017. It was reported that the system would not be returned to the manufacturer as the customer refused return. The system was planned to be replaced in the future. It was reported that it was unknown what diagnostic, environmental factors, or interventions occurred for this event. The patient¿s weight and medical history were asked but would not be made available. It was unknown what the patient status was at the time of the report but the manufacturer representative was going to follow-up for that information. No further complications were reported. It was not reported when the infection started but the patient had been recently implanted on (B)(6) 2017.

Event description:
Additional information was received from the manufacture representative. It was reported the patient was currently an inpatient on IV antibiotics and was recovering well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they have never been more upset or suicidal over a company¿s lack of assistance. The patient reported that their first implantable neurostimulator (ins) nearly killed them with a septic infection. The patient stated that it was a faulty implant. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.